Event description:
It was reported that the haptic of the preloaded toric intraocular lens (iol) opened in the patient's eye, tearing the capsule as if it was caught inside. The physician also indicated that the haptic unexpectedly became entangled with the capsule in an unnatural manner, resulting in its rupture. The iol was removed and the extracapsular fixation lens was implanted. There were no additional patient injuries, and no further medical intervention was necessary. Through follow-up, we learned that the eye incision was enlarged and the patient underwent an unplanned vitrectomy. No major patient outcome issue was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - impact code 4625 for unplanned vitrectomy and incision enlargement. Section h6 - health effect - clinical code: 4581: no code available (incision enlargement) an attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 10-feb-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge and no cartridge issues were identified. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and no issues were identified. The lens was received cut in half. Prior to cleaning, no issues with the haptics were identified. The lens pieces were cleaned and no additional issues were identified the complaint issue "unfolding issue" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.